Manufacturer narrative:
Investigation: visual inspection: visual inspection showed the following: detached outlet spout. Visible traces of a clamp on the valve housing. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is operating within the accepted tolerance in the vertical but not in the horizontal position. Results: first, we performed a visual inspection of the paedigav. A detached outlet spout and traces of a clamb on the valve housing were detected during the visual inspection. Next, we tested the permeability of the valve. The valve was shown to be permeable. Then we carried out a computer controlled simulated flow test. The measured opening pressure was within the accepted tolerance in the vertical position but not in the horizontal position. The valve showed a slowed outflow. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation results, we can detect a slowed outflow at the valve at the time of our investigation. We suspect that the deposits we found within the valve led to the functional impairment. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Deposits caused by substances naturally present in the csf, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. The detached spout from the valve is probably a result of deformation due to excessive pressure from a clamp when the valve is " luxated". We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a paedigav (#fv298t) was implanted during a procedure performed in (B)(6) 2013. According to the complainant, the valve was believed to be operated overdrianage and the spout was fallen during the luxation. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) height: 120 cm weight: (B)(6) gender: male.